Event description:
Sender dexcom gives false glucose levels reporting high when in fact the readings are dangerously low and could result in serious over medicating to compensate for false high sugar reading. Dexcom 7 device consistently fails to report reading, sensor fails shortly after application resulting in sensor repeated early replacement (less than the 10-day normal length before required replacement).